Event description:
It was reported that a malfunction occurred with the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was provided instructions by technical support to put the pump into storage mode before returning it, and the pump was replaced with a new one by tandem. The customer also planned to use multiple daily injections (mdi) as a backup insulin therapy during the transition.